Event description:
Per the clinic, the patient experienced a skin flap break down with seroma resulting in extrusion of the implant body. The patient underwent a revision surgery to remove the seroma tissue. During the procedure a foreign body was found and removed. The implanted device remained in situ at all times.

Manufacturer narrative:
(B)(4). Implanted device remains.